Manufacturer narrative:
The zoll guidewire in complaint will not be returned for investigation because it was disposed by the customer. Therefore, a physical investigation could not be performed. In addition, DHR review could not be performed because the lot number is unknown.

Event description:
As reported, physician experienced difficulty removing guidewire from catheter when attempting to place a quattro catheter. No additional information was provided. Date and time of the incident is unknown. No known impact or consequence to patient.